Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had blank display. The patient¿s blood glucose was 9.3 mmol/l at the time of the incident. Customer did not receive insert battery alarm on the pump screen. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked case corner of the belt clip rails near the battery compartment.